Event description:
It was reported that during a wisdom tooth extraction, the patient received a minor burn on the right side of the lower lip. The surgeon sent the patient home with a triple antibiotic cream, and advised to keep the area moist. According to the follow up information received from the surgeon, the burn has since healed without scarring.

Manufacturer narrative:
Neither the handpiece nor the attachment were received at the manufacturer for investigation. It was stated in the complaint that a competitor's bur was being used during the procedure. The instructions for use states that the attachment should only be used with stryker approved components and accessories unless otherwise specified. It is unknown if the bur that was being used met the specifications of burs that can be used with the attachment.